Event description:
The pt reportedly was in a car accident (no date reported), following that accident, the pt's death was explanted due to device extrusion and painful haemotomas at the implant site. The pt was reimplanted during the same surgery.